Event description:
During a surgical procedure with the patient on the or table, the table failed after the patient's position was changed. The table failure was evident when smoke was emitted by table circuitry and the table position control was lost. Surgical staff considered moving the patient to another table but decided to complete the procedure on the non-functional table when the smoke cleared.====================== health professional's impression======================failure of the table resulted in a disruption of the surgical procedure and limited the clinician's ability to position the patient after the malfunction.====================== manufacturer response for or table, ultraslide======================a manufacturer's representative came to the hospital and replaced a pump/motor assembly, a transformer, a relay box and associated interconnecting components.